Event description:
It was reported that the customer was receiving button error alarms and motor error alarms. The customer had been experiencing high blood glucose levels. The customer's doctor attributed the high blood glucose to not receiving insulin that the customer needed. The customer's blood glucose was 288 mg/dl. The customer stated that he had not eaten anything. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer did stated that the insulin pump hung from his side and that one day he heard his insulin pump vibrating one day. The customer then saw that he received a button error alarm. The customer also mentioned a hospitalization in 02/2014 due to high blood glucose levels. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-11792.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted and the insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.